Event description:
It was reported that the customer was experiencing high blood glucose. It was stated that the insulin pump was not delivering the insulin and was not alarming. Ran a fixed prime and the insulin was not exiting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.